Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the filter of lipid tubing cracked in the nicu. Leakage was also noted at the "tubing connection to lipid filter". The infusion was stopped.